Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed several loss of prime warnings. On testing, the pump powered on normally. Several ez-prime operations were performed successfully. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was opened for investigation and no damage was noted to the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that when priming the pump insulin shoots out; does not see any insulin drops during the load but says when she primes insulin shoots out of the tubing. All prime volumes are low. Reportedly, tubing and site are changed when the cartridge is changed. The patient was advised to go to a back up plan. Reporter does not do a manual prime. She is reporting that when priming, instead of seeing drops the insulin shoots out. The prime history is showing very low prime volumes. During the call and mom did a prime and fill cannula of 0 units. This is being reported due to the allegation that the insulin shoots out of the pump during priming.